Manufacturer narrative:
Mainboard (measurement socket loose connection) defect. Battery (capacity too low) defect. Charging unit not provided. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it was reported that a raypex 4 apex locator gave incorrect measurements. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Additional information received indicating that no injury resulted.